Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient experienced significant weight loss which resulted in ipg migration and pocket discomfort. The patient underwent a pocket revision surgery on (B)(6) 2022 where in the ipg was repositioned to address the issue.